Manufacturer narrative:
Initial.

Event description:
It was reported that an ¿unable to proceed¿ occurred during a supply change and an alert for a motor stall was present; after removing all supplies, performing a dry run, and replacing with new supplies, insulin delivery successfully resumed, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed a communications-related problem identified during troubleshooting and a device problem characterized as failure to infuse, with the involved component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.